Manufacturer narrative:
Patient country: spain. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in sapin. It was reported that patient faced an infusion set tape was not sticking on (B)(6) 2024. Patient was hospitalized due to diabetes ketoacidosis. The blood glucose level was 576 mg. Dl at the time of event and was managed by suero insulin. Length of hospitalization was nine hours. Symptoms reported at the time of hospitalization event was tiredness, thirsty, headache and altered vision. No further information available.